Event description:
It was reported that during a nissen fundoplication, the trocar is leaking around the top gasket. No other information available. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.